Event description:
Pt with intertrochaneteric hip fracture in or for left hip hemiarthroplasty. Upon insertion of cement, the pt experienced respiratory arrest leading to full cardiac arrest and subsequent death. Resuscitation unsuccessful.